Event description:
Pt. In cath lab for teer procedure. Safecross device used for crossing intra-atrial septum. Safecross inserted - balloon tip leaking. Device removed and new device opened. Defective device.